Event description:
It was reported that a homecare pt experienced problems with one (1), size 4 cfn, cuffless fenestrated tracheostomy tube due to the size, fit and placement of the soft swivel neck flange fit. The pt reportedly developed skin irritations and infections around the stoma site. Additional problems were encountered when the infected area caused further pain/discomfort and movement (cough reflexes, head movement etc.) The 4 cfn device had been in use approx five (5) days when the problems occurred. Although the caused of the reported events are unk at this time there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved device. The size 4 cfn device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the involved 4 cfn device has not been received by the MFR.